Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 600 mg/dl. Reportedly, the customer did not complete the bolus delivery function while attempting to initiate a bolus. Customer addressed their bg with a correction bolus via pump.